Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: light guide rod lens has foreign material. A definitive root cause for the could not be identified. Based on the results of the investigation the probable cause of the complaint is such as damage or deterioration of parts due to wear and tear. The most probable cause of this complaint is expected or random component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited leakage lense. There was no patient involvement.